Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of incident was 33 mmol/l. Customer stated that their infusion set ripped off and their blood glucose went up. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.